Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. No intervention was done. There were no patient consequences.

Event description:
New information received notes that the lead exhibited noise oversensing and loss of pacing inhibition. The lead was capped and replaced on 17 nov 2023. The patient was stable.